Event description:
It was reported that 42 months post-implant of a bifurcated device and an infrarenal aortic extension, the patient presented with a proximal type I endoleak of the infrarenal aortic extension. The patient was treated with a suprarenal aortic extension, which successfully corrected the endoleak. Reportedly, the patient is doing fine.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacture.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. However, images, angiography report and multiple CT reports were provided for clinical assessment. Based on the review of these documents by a clinical representative, it was noted that the patient aneurysm size increased and atherosclerotic plaque was present in the suprarenal aorta. These anatomical conditions may have prevented adequate seal of the stent graft and contributed to the type 1 endoleak. Review of the manufacturing records and complaint handling database was performed and there is no indication that the device may have caused or contributed to the event.